Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap colectomy (hals). According to the reporter: the doctor clamped down on the colon and advanced the lever. The staples did not form; they stayed straight. The knife blade cut through, but no staples formed. He said the colon was quite thick, however, the stapler seemed to close down on the tissue. The section with imbedded staples was removed. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment was left in the patient. No reinforcement material was used. No other manufacturer product was used

Manufacturer narrative:
(B)(4).